Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, partial breakage of the catheter close to the wings during use. The patient did not suffer any damage, and the implant was reinserted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed and was determined to be use related. The product returned for evaluation was one 4 fr single lumen powerpicc. An initial visual observation showed use residue on the returned sample and a hard, clear substance on and around the molded joint of the catheter. A microscopic observation revealed multiple splits and superficial cracks in the catheter tubing between the suture wing and 0 cm depth marker. The edges of the splits and cracks were observed to be rough and uneven, and the surfaces of the splits were observed to be somewhat jagged and granular in texture. The catheter surface was observed to be dull in luster in the area around the damage. The localized damage, the surface features of the catheter material, and the shape and number of circumferential splits suggest the returned catheter was damaged due to chemical degradation which weakened and embrittled the catheter material allowing it to crack, most-likely due to repeated and/or prolonged kinking of the catheter tubing at this location. This complaint will be recorded for future trending and monitoring purposes.